Manufacturer narrative:
The following devices were also listed in this report: device name# unknown tibia size 3 liner 10 mm cs; cat# unknown; lot# unknown device name# unknown triathlon cr sz 3 femur; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reported; I'm calling in regards to getting more information about the stryker triathlon cr. I had a total knee replacement last october and there has been found since then an issue with the patella button and so basically the easiest description is that the patella button is actually above my kneecap by about 1/3 and I cannot straighten my leg and I've talked to two surgeons who have never seen this before. I am calling to get an explanation as to what it is what happened the surgeon's report states that they drilled the patella holes with my knee fully extended and then the mako did some of its work it was a mako process by the way it was robotic. Pt. Says they haven't been able to walk right I am going to have a revision. Ongoing difficulty in fully straightening my knee, walk with a 9 degree bend in the operated knee, which only appears during walking, preventing me from achieving a fully extended leg while weight-bearing. Multiple opinions indicate that the placement of the patella button acknowledged by my surgeon to have been intentionally placed higher than usual may be the primary factor contributing to my restricted mobility, although scar tissue or mal-tracking has also been suggested.(no such findings in MRI). Goal is to understand whether the placement protocol used in my surgery is typical and consistent with standard practice.

Manufacturer narrative:
Reported event: an event regarding rom and malposition involving an unknown knee was reported. The event was confirmed via review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "pt complaint letter with some accompanied medical history. The patient had a mako tka with a poor outcome. She had problems regaining motion, had an extension lag actively, difficulty walking and significant pain. Her hospital records and postoperative therapy records were not provided. Her post operative course was problematic and the patient was quite dissatisfied. The x-rays showed very proximal placement of the patellar button. X-rays and advanced imaging implied that the most proximal post was either not contained or minimally contained by bone and that the peg extended into the quad tendon. The patient obtained additional opinions. The interactions appeared quite long, and one visit noted to be 63 minutes. The patient had been proposed for revision surgery to revise the patella. However, there was guarded prognosis as it was felt that there was a component of arthrofibrosis and/or instability. Revision surgery was not confirmed at the point of this review. Event confirmation: a dissatisfied patient after mako tka can be confirmed. Proximal placement (malposition) of the patella implant can be confirmed. Arthrofibrosis and/or knee instability cannot be confirmed. Revision surgery cannot be confirmed. Root cause: the root cause of the patellar position would be surgical malposition. The root cause of the patients pain, stiffness, and poor function cannot be ascertained." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is impeding revision due to limited rom and pain. A review of the provided medical records by a clinical consultant indicated: "pt complaint letter with some accompanied medical history. The patient had a mako tka with a poor outcome. She had problems regaining motion, had an extension lag actively, difficulty walking and significant pain. Her hospital records and postoperative therapy records were not provided. Her post operative course was problematic and the patient was quite dissatisfied. The x-rays showed very proximal placement of the patellar button. X-rays and advanced imaging implied that the most proximal post was either not contained or minimally contained by bone and that the peg extended into the quad tendon. The patient obtained additional opinions. The interactions appeared quite long, and one visit noted to be 63 minutes. The patient had been proposed for revision surgery to revise the patella. However, there was guarded prognosis as it was felt that there was a component of arthrofibrosis and/or instability. Revision surgery was not confirmed at the point of this review. Event confirmation: a dissatisfied patient after mako tka can be confirmed. Proximal placement (malposition) of the patella implant can be confirmed. Arthrofibrosis and/or knee instability cannot be confirmed. Revision surgery cannot be confirmed. Root cause: the root cause of the patellar position would be surgical malposition. The root cause of the patients pain, stiffness, and poor function cannot be ascertained." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.